Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode. There were no adverse consequences to the patient. No further information is available.

Event description:
New information received notes that the device was reprogrammed to nominal settings successfully. The patient was stable before, during, and after the reprogramming.